Event description:
It was reported, the rigid videoscope had a bent arm. And displayed a blurred image, during an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. In addition, the following reportable malfunctions were identified during the device evaluation: dents on distal edge, minor stains under lg cover glass, minor cracks on sides of video connector and image is out of field. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid videoscope had a bent arm and displayed a blurred image during an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.